Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced inflation issues that led to an in-clinic evaluation. Troubleshooting was performed; however, the issues persisted and it was noted that the pump bulb remained flat when pushed. The entire device was removed and at the time this report was submitted, is unknown if it was replaced. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this ipp underwent a thorough analysis. The cylinders were visually inspected, microscopically examined. The first cylinder had sharp instrument damage in the outer tubing, which likely occurred during explant; however, it passed leak and pressure tests. The second cylinders passed all tests performed. The reservoir was visually inspected, leak tested and microscopically examined; all tests were passed. The ms (momentary squeeze) pump was visually inspected, microscopically examined, and functionally tested. Under the microscope, the pump deflation spring, an internal component, was confirmed to be misaligned. In addition, the pump failed the valve deactivation test. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Product analysis confirmed the reported allegation of flat pump, as the observed anomalies are likely to have affected the functionality of the device.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced inflation issues that led to an in-clinic evaluation. Troubleshooting was performed; however, the issues persisted and it was noted that the pump bulb remained flat when pushed. The entire device was removed and at the time this report was submitted, is unknown if it was replaced. There were no patient complications reported.